Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
The patient underwent posterior lumbar interbody fusion with rods implantation at l4-5 due to lumbar spondylolisthesis. Post-operative, the rod breakage was reported broken near the center between l4 and l5. The patient reported low back pain as a result of this event. A revision surgery is planned for the replacement of the rod with the new ones.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1476000500, 510k #k091974 and UDI #(B)(4) was cleared in the united states. Product image review: submitted images appear to display two rods broken.